Manufacturer narrative:
This is two of two initial/final MDR report being submitted for this complaint with associated MFR report# 2954740-2016-00166. (B)(4). Concomitant medical products: echelon 10 straight microcatheter, envoy guide 6fr (lot unknown), microsphere coils (lot unknown) and deltapaq coils (lot unknown). Limited information was received. The echelon 10 microcatheter was returned, however the rotating hemostatic valve (rhv) was not returned. As viewed through the returned packaging, it was found that the unsheathed and exposed coil was entangled on the device positioning unit (dpu and the introducer sheath and appeared to be stretched and damaged. Located off the distal tip of the resheathing tool, the dpu protrudes outside the sheath for a length of 9.0 centimeters. Located distal, but adjacent to the resheathing tool are two severe kinks on the core wire. Located 16.0 centimeters off the distal tip of the green introducer and for a length of 24.0 centimeters is a compaction of a blood mixture inside the sheath that prevented the coil from advancing or retracting. Located 4 secondary windings off the proximal end of the coil is a damaged coil section that caused a loss of the secondary winding. The remainder of the coil is undamaged. No mechanical sheath damage that would have opened up the skive was found. The locking mechanism has stretching and compression damage with a repeating pattern of indentations caused by the resheathing tool on the bottom side and the skive has been opened up. Blood obstructions were found inside the introducer sheath. No manufacturing defects were found. Due to handing and packaging, the circumstances of how and when the coil was damaged cannot be determined. This coil damage prevented any laboratory testing to duplicate the field complaint. In addition, the competitors echelon 10 microcatheter has multiple solid blood obstructions in the proximal end that prevented the guide wire from passing through, however no other issued were found. The complaint deltapaq 2x10 coil (dfs10021020/p10682) of the dpu kinking, the coil¿s resistance during introduction, and protruding through the sheath is confirmed. While the exact root cause cannot be determined, the evidence as received highly suggests the possibly of two contributing factors. These factors may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded, however the evidence also suggests that the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have bent the dpu and caused its protrusion through the sheath. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the rhv used in the procedure, it cannot be determined if this component contributed to the complaint event. The secondary contributing factor may have been due to distal resistance. This resistance may have been due to a blood mixture obstruction found inside the distal section of the coil¿s introducer sheath. As received, the coil could be not advanced or retracted which suggests that this obstruction may have had a role in preventing the coil from advancing by causing a binding action kinking the dpu and causing its eventual protrusion outside the sheath. The proximal end of the microcatheter also had blood obstructions which prevented the guide wire from advancing through; however it was stated that the next coil was able to be advanced through the same microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint; zipper - unzipping difficulty; zipper - damaged; coil - damaged; core wire ¿ damaged. The complaint of the dpu kinking, the coil¿s resistance during introduction and protruding through the sheath is confirmed. The primary contributing may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. The secondary contributing factor may have been due to distal resistance. Since there was no evidence of a manufacturing issue either from the failure analysis or the DHR review related to the event, no corrective action will be taken at this time.

Event description:
As reported by health care professional, the physician had trouble loading the deltapaq 2x10 coil (dfs10021020/p10682) into the micro catheter (competitor's device). It was reported that the pusher wire kinked when the scrub tech was inserting the coil into the catheter and also the in front of the re-sheathing tool the wire and the sheath separated. At this point there were 11 coils implanted. The complaint coil was removed and another coil (type/lot unknown) was pulled and advanced without incident although it was a just a little long and could not be placed totally into aneurysm and physician decided to remove and stop the procedure. He was happy with result at this point. There were no serious injuries reported. There were no damages reported on the concomitant devices prior to use or upon removal. There were no medical interventions or medications required due to the reported event. The procedure was retreatment of a previously stented/coiled anterior-communicating aneurysm that recanalized. Recanalization of the aneurysm was found on follow-up angiogram performed in (B)(6) 2016. The previous stent assisted coil embolization was performed in 2014 using unknown stent, unknown micrus coils (lot unknown) and competitor's coils. The number of coils implanted in the aneurysm is unknown. The patient is (B)(6) old female whose vessels had medium tortuosity, estimated target size of 6mm; patient's outcome was reported to be fine post-operatively and patient is currently discharged. The complaint coil will returned for analysis.